Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2012, due to pain, swelling and popping of the knee, and dislocation of the tibial bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number thirteen states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number twenty states, "persistent pain." The explanted bearing has scratches and indentations consistent with third body wear. Gouges on the backside of the bearing and the bearing slot were likely the result of tool damage during removal.